Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for "general illness". No product was returned by the customer. Control samples (from stock) of the reported lots 0g249, 1a212 and 9k142 were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lots indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of IV prep wipes. Medical advisor reviewed this incident and concluded that there is no medical evidence to support any relationship between the use of IV-prep wipes and this patient's symptoms.

Event description:
This IV prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref recall #3006760724-030211-001r). Adverse incident "complaint: report of ems activation and ER visit while using IV prep. Analysis: called for assistance with insertion of inset. Mentions was seen in ER, transported by ems, 1 week ago for vomiting. Vomiting began at home, bg had been 60-70mg/dl off and on that morning following bike ride, unable to stop vomiting, no ketones at time, partner called ems. Taken to (B)(6) hospital in (B)(6). Treated with IV fluid, cause for vomiting not found (according to pt report), pt reports all bloodwork was normal and no infection found. Pt was using IV prep from lot 0g249 at time.